Event description:
A customer reported that the pump screen had scratches. There was no adverse impact on the customer's blood glucose level. The customer declined additional troubleshooting for the issue, and technical support documented the complaint and closed the case without further action.